Event description:
It was reported that at a normal pump replacement, the doctor did not aspirate the preexisting catheter and did not do a back table prime. The physician stated that 'he only got a drop, so he did not really aspirate.' It was unknown when the water in the pump would start being delivered. The catheter volume was 0.204 ml. The patient was noted to be on flex dosing at 27.893 mg/day with a basal medication rate of 1.3 mg/hour. Calculations indicated the patient would begin receiving sterile water around 3 hours and 40 minutes, and would continue to receive sterile water for an additional 10 to 90 minutes. No symptoms were reported. The medications used within the system were morphine and clonidine. 2013-03-11 (e1a): the catheter serial number was (B)(4).

Manufacturer narrative:
Concomitant products: product ID 8711, serial# (B)(4), product type catheter; product ID 8840, product type programmer, physician. (B)(4).